Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It is reported that the pt received a durom us acetabular component 54/48 n, in the right side on (B)(6) 2007, and is currently being monitored due to pain. A complaint concerning the left side was reported on the (B)(4) (MFR #9613350-2013-01511).

Manufacturer narrative:
The MFR did not received devices. Where lot number were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issue for which zimmer implemented a correction in 07/2008. Should additional information become available and/or the device(s) be returned for eval and a investigation result be available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).